Event description:
It was reported that a new user experienced repeated hypoglycemia following meal announcements while using the ilet, with a documented blood glucose of 75 mg/dl at the time of the call; the agent assisted the user in increasing the cgm target and arranged additional training to adjust meal announcement dosing. Symptoms included hypoglycemia. Outcomes included user coaching and adjustment of therapy settings. Investigation included a user interview and review of use parameters. Investigation of this case revealed no device alarms, no hardware malfunctions, and no identified device component failure; the event was associated with user experience and dosing behavior during meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was unclear and training was warranted. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.